Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES PC-3N half height drawer 4.1 cubie pocket E0 failed. The cubie could not be recovered, and the system displayed a Required Maintenance message. The affected pocket contained a controlled substance, prevented user access to the medication.However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 22-DEC-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer was failed. A field service engineer (FSE) inspected the unit and found that the red catch release on the half height enhanced drawer was broken. Additionally, a cut was identified on the PyxisBus cable and evidence of thermal damage with thermal marks. The FSE replaced the catch latch and the PyxisBus cable, restoring proper drawer functionality. The customer confirmed satisfactory operation following the repair and was satisfied with the results. The system functioned as intended after the field service engineer repaired the device.